Event description:
It was reported that the customer was in the ER due to low blood glucose of 42mg/dl. It was stated that the customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The caller stated that the customer was connected during the rewind/prime process. The customer's recent glucose reading was 251mg/dl, and she was treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.